Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of a voluntary medwatch report: mw5108918.

Event description:
It was reported by an attorney that the patient underwent an unknown surgery with the use of suture on (B)(6) 2018. It was reported that the patient experienced pain, infection and a heart attack. No additional information is provided.